Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a tip clamp sleeve stuck in the up position in the reported problem area of the pipetter assembly. Fse removed and cleaned all tip clamp sleeves and replaced all tip clamps. During the repair a plunger clamp was found with unidentified black residue. The plunger damp was replaced. The instrument was inspected, tested without further problem, and returned to service.